Event description:
It was reported that during a ventricular tachycardia ablation procedure , tissue was found in the lattice of the catheter. Anticoagulants were not administered during mapping and ablation in the right ventricle (rv). Mapping was performed in the rv and right ventricular outflow tract (rvot). Due to high impedance, it was not possible to deliver pulsed field (pf) energy in the epicardial space, even after additional fluid was given, so the ablations were proceeded in the endocardial space. The catheter was carefully flushed and returned to the rv, where ablation was performed with both radiofrequency (rf) and pf energy. Upon retracting the catheter out of the sheath to change for the left ventricle (lv), 1 to 2mm of red tissue was observed in the lattice of the catheter. The tissuewas determined not to be charring or thrombus, but likely rvot myocardial tissue. The catheter was flushed, and parts of the tissue were removed from the lattice. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed. In conclusion, the reported "inaccurate impedance" or "material trapped in tip" issues were not confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: photos and the sphere catheter with lot number aa0013133443 was returned and analyzed. The photos showed tissue on the tip of the sphere catheter. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at et and p2 electrodes in zone 1 of the catheter. An optical inspection of the lattice structure was conducted, revealing broken wires at et and p2, along with tissue inside the sphere. The catheter was connected to the final functional tester (e-052) for an impedance and thermocouple tests. Both tests failed at t and p2. Tissue was found in the lattice of the sphere. In conclusion, the reported material in tip was confirmed through analysis. The catheter failed the returned product inspection due to the stuck tissue, the open circuit, and the broken wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.